Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and was able to duplicate the reported issue. The air and 02 (oxygen) inlet filters were replaced. Found that the map (mean airway pressure) meter woild fluctuate when the 4 pin connector goint to the meter was moved. The pins were checked for good wire connections,the connections were cleaned and the issue was solved. The unit was ran with map of 20.5cm/h20 with alarms set to 20 and 21. There were no drifts or fluctuations to set off the alarms while moving or bumping the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 3100a alarm malfunction, alarms at 20 when low thumb wheel set to 16. As of this time there is no information about patient involvement associated with this reported events.